Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 2.03 on a patient. There was no patient information available at the time of this report. Result date method sample type test time sample time sample2.03 (B)(6) 2014 I-stat unk 1900 unk a0.07 (B)(6) 2014 I-stat unk 2130 unk b0.078 (B)(6) 2014 vitros unk 1700 unk c0.069 (B)(6) 2014 vitros unk 1130 unk dthere were no injuries reported with this event. Sample type and times were not available. At this time there is no reason to believe based on the information available that product is not performing as intended. An investigaton has been initiated.

Manufacturer narrative:
(B)(4). The investigation was completed on 04/16/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).